Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release cap while he took off his pants. The site location was patient's belly and right side of the lower abdomen above the belt line. The pump was worn on the right side. The infusion had been in use for 2 days and the infusions were stored in the bedroom in the cupboard. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient had this issue four times, three from the same batch and one from the unknown batch. No further information available.